Event description:
After using amo's advanced medical optics complete moisture plus multi-purpose solution for soft contacts each day, I experienced all of the symptoms of acanthamoeba keratitis including light sensitivity, eye redness and tearing, pain, and the sensation that something was in my right eye. I saw an ophthalmologist on tuesday, may 15th, who told me that an ulcer had formed on my right eye due to an unknown irritant and the increase in white blood cells that came to fight it off. I was prescribed neomycin and polymyxin b sulfates and dexamethasone ophthalmic suspension usp sterile eyedrops to use four times each day until my eye felt better. I did not hear about the voluntary recall of amo's contact solution or acanthamoeba keratitis until after this dr appointment and after my eye improved, however, I believe that my symptoms were those of this rare parasitic infection. I soon plan to consult another ophthalmologist who will be able to confirm if this is true. Used the last past six months, once a day.